Manufacturer narrative:
Date of initial report: 12/20/2007. The incident sample was not returned for eval therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated, that during initial testing of the needle electrode for a radio frequency ablation, a water leak occurred at the strain relief. Another needle electrode was opened and used.